Manufacturer narrative:
The reported event of backup vvi was confirmed. Final analysis found the backup vvi reset was due to exposure to the radio frequency ablation the patient had on the day the device reset. The device was tested on the bench and no anomalies were detected.

Event description:
Additional information received indicates that the patient underwent a radiofrequency ablation procedure on (B)(6) 2021.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported a patient's implantable cardioverter-defibrillator presented in backup vvi mode with no backup defibrillation operation (bdfo). The device was explanted and replaced in a procedure on 8 oct 2021. Post-procedure the patient was stable.